Event description:
A discordant sodium (na) result was obtained on a dimension exl with lm instrument on one patient. The initial result was not reported to the physician. The same sample was repeated two times and the second repeat result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant na result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and determined that the cause of the discordant sodium result was unknown. The cse replaced the integrated multisensor technology sensor printed circuit board, tower assembly, tubing and port assembly. The cse successfully ran qc. The instrument is performing within specifications. Further evaluation of the device is not required.